Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use cardiosave intra-aortic balloon pump (iabp) had intermittent helium leak and hold pressure as designed for several hours & then audibly purge all helium to atmosphere. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11, e3. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced helium regulator (0103-00-0637) and assy, helium reservoir (d997-00-0565). Repairs were conducted successfully and the product passed all functional and safety tests per manufacturer specifications. The failure analysis and testing dept. Received part number 0103-00-0637 with a reported unit failure of the helium tank releases all the gas randomly. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Helium tank would not release all the gas once installed. Found that the helium would leak slowly exceeding the factory specifications. Probable root cause for this could be wear and tear. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. Root cause 1 (defective/supplier): contaminants may not be fully removed during the supplier cleaning process of the cardiosave high pressure regulator (0103-00-0637)